Event description:
During the device evaluation, it was found that the tip of the ultrasonic probe was broken and damaged. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages is a cause traced to component failure, expected or random component failure without any design or manufacturing issue due to a stress problem identified. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.